Manufacturer narrative:
There was no reported pt impact associated with this complaint. Eval revealed that the down arrow keypad button presses did not activate desired pump functions. There was evidence of keypad contamination found under the down arrow button key contact.

Event description:
The pt reported that the up and down arrow buttons did not respond today. She said that she removed the battery, and attempted to re-prime the pump. The pt noted that she was unable to prime the pump, as the buttons were unresponsive. She stated that the buttons bounce and spring back. She reported that the keypad was intact, and that there were no tears or holes in the rubber keypad. The pt denied that the pump was exposed to water or cleaning products; the pt wears the pump clipped to her bra.